Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a flexible ureteroscopy procedure in the kidney perform on (B)(6) 2018. According to the complainant, during preparation, the laser fiber body was noted to be broken upon unpacking by the nurse. The procedure was completed with another flexiva 200 tractip laser fiber. There were no adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Investigation result: one flexiva 200 tractip laser fiber was returned broken into three pieces. The first piece measured approximately 22.9 cm from the top of the connector to the break. The second piece measured approximately 95.1 cm from the break to the break and kinks were noted. The third piece measured approximately 199.1 cm from the break to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a flexible ureteroscopy procedure in the kidney perform on (B)(6) 2018. According to the complainant, during preparation, the laser fiber body was noted to be broken upon unpacking by the nurse. The procedure was completed with another flexiva 200 tractip laser fiber. There were no adverse patient effects reported as a result of this event.